Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. A review of the history indicated in 2006 at 1623, cca ICU care area was selected and the pump was programmed in pca only mode, with a 2mg pca dose, a 6 min pca lockout, a 24mg 4hr limit and the door was locked. Between 1739 & 1822, there were four, 2mg pt initiated doses & 5 denied doses. At 1823, the door was opened and a 60 min pca lockout & 6 mg 4 hour limit were programmed, but the programming was not confirmed. At 1829, a check settings alarm occurred & the settings were not confirmed. At 1836, the programming was confirmed. At 1837, the door was locked & check settings alarm occurred. At 1850, the pca locked was changed to 10 min and the programming was confirmed. Between 1905 & 2114, there were seven 2 mg pt initiated doses & six denied doses. At 2158, a 20 mg 4 hr limit was programed. At 2201, the pump was powered off & on, new pt was not selected, morphine 1 mg/ml vial confirmed, cca ICU selected. At 2202, the history and a 22 mg total were cleared. The pump was programmed for pca only mode, with a 2mg pca dose, a 10 minute pca lockout, a 24 mg 4 hr limit, morphine 1 mg/ml vial was confirmed & door open alarm occurred. At 2205 a 20 mg 4 hr limit was programmed. At 2208, the pump was powered off. A review of the history indicated the device delivered as programmed.

Event description:
The customer contact reported an unrequested bolus dose was delivered. On an unspecified date, the pump was programmed to deliver an unspecified concentration of morphine in the pca mode only. The customer contact believes the pump was programmed to deliver a 2mg pca. No further programming parameters were provided. After an unspecified length of time, while rechecking the programmed settings, "the nurse heard the pump running. The nurse then looked at the screen and saw that a dose had been given." The patient pendant had not been pressed when the delivery occurred. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.